Event description:
It was reported that 171 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician placed a 2.50x16 mm taxus express2 drug eluting stent in the distal left anterior descending (lad). At 171 days later, the physician treated the pt for in-stent restenosis with a cutting balloon of unknown size and type. Further info was requested, but was unavailable.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.